Manufacturer narrative:
Device evaluation: returned device was received with the top case had a piece broken off front left corner. The right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Based on the main board was knocked out of the extrusion. Problem source is traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received that a smiths medical smiths medical medfusion 4000 pump had a "motor not running". No adverse patient effects were reported.